Manufacturer narrative:
The MFR tested retained samples from the suspect lot for the presence of endotoxins. The analysis indicated the presence of endotoxins above the upper product release spec. Samples of the suspect lot from inventory and returned units from a customer complaint site were sent to an independeent laboratory for endotoxin testing. This laboratory also reported positive endotoxin results above the spec limit. Samples from all other lots available for distribution were tested by the same independent laboratory. The test results showed all lots to be within the product specification for endotoxins. The MFR's investigation into these reports continues.

Event description:
A physician reported one incident of a mild toxic reaction with cells in the anterior chamber at one day post-operative following instillation of the product into one eye during routine cataract extraction. Pt recovered without complication following treatment with rx medication.